Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): device returned but no anomalies were found.

Event description:
It was reported that during the implant procedure, the lead was positioned in the rv apex, but the helix would not extend. The lead was not implanted. The patient condition was reported as "good". No patient complications have been reported as a result of this event.